Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized for high blood glucose due to a bent infusion set cannula. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose was in the upper 500's mg/dl. Customer's stomach hurts and she started to vomit, which was when the caller decided to take her to the hospital. Customer was also having vision issues and has nausea. Customer had diabetic ketoacidosis. Customer was given an insulin drip, potassium IV, and sugar water. The pump was removed when the customer got to the emergency room. Customer's current blood glucose is 100 mg/dl. Caller stated that they don't need to troubleshoot the pump.